Manufacturer narrative:
A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. Additional information and the return of the device has been requested.

Event description:
It was reported that a collapsed m6-c artificial cervical disc implant was removed.

Manufacturer narrative:
B4: 21-jun-2021. G1: (B)(4). G3: 16-jun-2021. G6: follow-up # 1. H2: additional information. H4: 22-apr-2014. H6: health effect - impact code: 4627. Type of investigation: 3331. Investigation conclusion: 4315. H10: the device was not returned, thus device examination could not be performed. A review of radiograph images showed large osteolytic lesions. Limited information was provided; notably, no postoperative, interim, or flexion/extension radiographs were provided; therefore, it was not possible to assess the potential role of surgical technique or patient selection based on the provided information. It was not possible to determine the cause of the event. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences.